Event description:
Customer reported via phone, the insulin pump had kept alarming no delivery and it was the fourth or fifth time the infusion set failed. Customer had called in and performed troubleshooting but the device alarmed again. Customer didn't notice and damage to the infusion set and alarm occurred during basal. Customer doesn't recall his blood glucose level at the time of the alarm. There have been previous reports of troubleshooting performed. Customer hadn't tried all possible solutions. Customer was sent different cannula size infusion sets. Customer was advised to monitor the device, try new infusion sets that were being sent, and call back if issues persisted. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.